Event description:
The customer is seeking retrospective data for a patient that expired.

Manufacturer narrative:
(B)(4). The customer is seeking retrospective data for a patient that expired. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.